Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation attributed the reported fault to the failure of +ve pogo-pin due to storage outside of indicated conditions. The failure of the +ve pogo-pin had resulted in an intermittent connection between the device and pad-pak. This would account for the extinguished status led and the inability to power on the device as witnessed in the customer¿s video and during the investigation. Furthermore upon disassembly of the device it was noted that the screws were corroded indicating the device had been stored outside of indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.